Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances, loss of sensing, and loss of capture due to a conductor fracture. A revision procedure was performed and this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.